Manufacturer narrative:
Event site name, postal code, and address: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that mega 40cc balloon catheter could not be advanced to the designated position after multiple attempts. New balloon catheter was then successfully used. There was no harm to the patient.